Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was powered off and could not be powered back on. A technical support specialist assisted in locating the power button on all in one and powered on the cabinet, allowing it to boot normally and log in successfully. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet was shut down and user was unable to power it back on. However, there were no delays or adverse events or injuries reported based on this event.